Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the cause of the por (power on reset) determined to be due to electromagnetic interference from prior hospital stay. The device is working better now. They still have occasional incontinence with little to no warning, usually occurs right when they bend over or stand up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient states the ins is not working properly because it's not managing pt's symptoms. Pt stated they went to hospital on march 21st (no indication related to device/therapy) and reported their ins died and on "23rd or 24th" of march pt started experiencing symptoms and pt had so many accidents. Pt stated they think equipment in hospital was interfering with ins for 3 weeks because pt was having accidents. Pt stated they are not able to connect with ins now to change therapy setting. Pt was getting device is not responding and stated they have been getting this for 3 weeks. Pt stated they are putting communicator on handset when trying to connect with ins. Reviewed to place communicator on ins, not handset. Pt connected with ins following education and got por (power on reset) message. Pt confirmed ins is charged and stated they just charged ins for about 30 minutes. Pt pressed ok on por message screen and stated therapy was off. Pt turned therapy on and increased stimulation to 2.1. Pt confirmed feeling stimulation comfortably in bike seat area (that pt described as "chirping"). The troubleshooting steps that were taken on the call resolved the issue.